Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the shock was not getting delivered. The device was in use on a patient, however, no patient adverse impact was reported.